Manufacturer narrative:
Visual assessment of the inserter confirmed the reported complaint of breakage. Approximately (B)(4) of the distal end of the fork has broken off and is bent at the break location. The distal tip of the outer tube is slightly pinched off. The suture anchor shows no abnormalities. The condition of the break area indicates that an excessive amount of force was placed on the inserter during use. Per the devices IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Credit will not be issued. (B)(4).

Event description:
It was reported the tip of the anchor broke off from the base during anchor insertion. Broken piece and anchor were removed. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.